Manufacturer narrative:
Additional 510(k)#s that also apply to this complaint: k160533, k161523. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an arteriovenous (av) fistula graft using an indigo system catd aspiration catheter (catd), a guidewire and non-penumbra sheath. During the procedure, the physician advanced the catd over the guidewire through the sheath from the brachial artery to the av graft and attempted to perform aspiration using the catd. However, after five minutes, the catd was not aspirating, and the physician realized the distal end of the catd was kinked. Therefore, the catd was removed. The procedure was completed using another catd and the same sheath. There was no report of an adverse effect to the patient.